Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that bacteremia occurred. The entire bi-ventricular implantable cardioverter defibrillator (bi-v ICD) system was explanted. No further patient complications have been reported as a result of this event.